Event description:
Related manufacturer reference number: 3006705815-2022-17208. It was reported the patient¿s lead is exhibiting high impedances possibly due to the ipg flipping in the pocket. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgery took place on 20 october 2022 wherein the ipg was relocated and the lead was explanted and replaced with two leads to address the issue.